Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient who was receiving bupivacaine (unknown concentration and dose) morphine 30 mg/ml (unknown dose) via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was (B)(6) 2017. It was reported the pump was alarming or beeping. The patient was with the managing physician until december when his insurance changed. The patient found another hcp but his pump had run out and was alarming every 10 minutes. The patient thought it started (B)(6) 2017. The patient was with his family physician this week and they were trying to find a way to shut the alarm off because it may be awhile before he gets into the new clinic. The patient planned to follow up with the hcp to arrange to have the alarm silenced. No symptoms were reported.